Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. The device was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.